Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed bleeding at the impella access site, there was a flank leak from the insertion site of the indwelling sheath. As a result, surgical hemostasis was performed, and the patient was administered 8 units of blood products. Patient's act's were 160-170. No further information was provided.